Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a red bottom touch screen. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device ((B)(4)): a getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the touchscreen assembly ((B)(4)), and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) had a red bottom touch screen. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Getinge field service engineer (fse) confirmed touch screen was red. Replaced touch screen assembly. Verified unit calibrated and passes all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The touchscreen assembly was observed per the cardiosave service manual with no visual damage. The national repair center installed the touchscreen assembly into the cardiosave test fixture and tested the touchscreen assembly to factory specifications per procedure and the cardiosave service manual n. No problem was found. Part is no longer able to be tested by supplier. Investigation complete. Retaining the part in the failure analysis and testing department per procedure number. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.